Manufacturer narrative:
Product investigation is in progress.

Event description:
String detached from tampon, leaving cotton end still inside- vagina [foreign body in reproductive tract]. Went to remove tampon, string detached leaving cotton inside [complication of device removal]. String detached from tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon detached from the string during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String detached from tampon, leaving cotton end still inside- vagina [foreign body in reproductive tract]. Went to remove tampon, string detached leaving cotton inside [complication of device removal]. String detached from tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon detached from the string during removal. No serious injury reported. Lot codes: 3226d54111 3249,3231243015, 3232243014, 3230243022, 3227243012, 3229243010, 3225243019, 3214243011, 3211243013, 3195243020, 3213243005.